Event description:
It was reported by service report that the bed is beeping and the controls do not work. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler angle out of calibration.